Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 439mg/dl. The mother states they noticed the needle being bent. The mother declined to troubleshoot for the high blood glucose. Troubleshoot determined the mother may have inserted into capillary. The customer was advised to monitor the device and call back if issues persist.